Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed due to surgical consideration within 36 hours.

Manufacturer narrative:
Previous attempts made to submit. However, system was not capturing the submission in history for the record. Therefore, the record was canceled and re-submitted under a different emdr number.